Manufacturer narrative:
Device details were not made available at the time of this report. This report is submitted on january 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is being clinically managed by the health care provider. Additional information has been requested but has not been made available as of the time of this report.